Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: procedure: it was reported that as surgeon was inserting screw, he was tightening c4/5 acdf and one of the tabs broke off the screw. We were unable to insert the 1.8mm locking screw due to inner thread being stripped. The surgeon was happy to leave screw in patient due to good bone purchase. Surgeon was given option to remove screw and replace with a rescue screw and surgeon declined. A similar event occurred on the right side. Patient was fine post-surgery. Ten delay in surgery. No adverse event to patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.